Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the device became detached in the patient. The target lesion was 90% stenosed and located in the mid left anterior descending artery (lad). The lesion was treated with one pass of the oad on low speed. The tip of the oad was noted to be detached and the device was removed from the patient. The detached device fragment remained on the guide wire and was removed from the patient. The procedure was completed with balloon angioplasty and stent placement and the patient was discharged the following day.

Manufacturer narrative:
The reported oad was received for analysis. A visual examination of the device confirmed that the driveshaft was fractured on the distal side of the crown weld. The crown was intact. Scanning electron microscopy was performed and found evidence of fatigue striations on the fractured driveshaft filars. At the conclusion of the device analysis investigation, the reported driveshaft fracture was confirmed. However, the exact cause of the fracture was unable to be determined. The device history record for this oad lot number has been reviewed. One device of this lot was discarded prior to distribution due to a crown weld issue. Based on this analysis that issue was not related to this event. (B)(4).